Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. We requested clarification regarding the two additional clips. We were informed that the original intent of the procedure was to use two or three clips. The two additional clips were used to finish the procedure and not applied in response to the performance of the first clip that is the subject of this report. Based on the information provided, the two clips applied are not considered intervention. Therefore, is listed as malfunction.

Event description:
The following info was provided by the cook area rep based on comments made by the user: a cook disposable hemostasis clip was advanced into position and closed onto the tissue site. It seemed to take a lot of force to deploy (ie release from the clip deployment device). When the physician felt the clip was deployed, the catheter (ie clip deployment device) was pulled back and the lip was not deployed (ie still attached) therefore the clip tore the tissue. The clip was removed and two additional clips were used to finish the procedure without further incident. There was no harm to the pt due to this occurrence. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.